Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a puncture closure of an unspecified vessel was attempted using a proglide device after a diagnostic procedure. Reportedly, the knot was not formed and the suture was broken. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Failure to follow steps/instructions - a femoral angiogram was not taken. Per instructions for use: under warnings - perform a femoral angiogram to verify the location of the puncture site. Lot number changed from 50526k1 to 50602k1. Evaluation summary: the device was returned and the reported suture detachment and unformed knot were confirmed as a link detachment. Although it was reported that the suture was detached, the event is classified and analyzed as suture retrieval issues as the difference between the two failure modes is often not discernable to the user. The reported difficulties appear to be related to the use technique (absence of femoral angiogram). The treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initial medwatch report, the following additional information was received. It was reported that an arteriotomy closure of the right common femoral artery using a proglide device with a 5fr sheath, after a diagnostic procedure. A femoral angiogram was not taken prior to the procedure. No additional information was provided.